Event description:
It was reported that during a lead replacement operation an alert was received indicating high voltage circuit damage on the device. The alert showed when the device was connected to the new lead. Technical services discussed the possibility of shorted output stage detection. The device was explanted and replaced. The patient was doing well after the procedure.

Event description:
Additional information received indicated that noise was also observed, and the device delivered inappropriate shock.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no noise was observed. The cause of the noise could not be determined. The reported field event of a shorted output was confirmed in the laboratory via review of the device image. The device was tested on the bench and a shorted hv output transistor was noted. The cause of the output anomaly was a shorted hv output transistor.